Event description:
It was reported that during an initial implant procedure while placing the right ventricular (rv) lead, the patient experienced cardiogenic shock and asystole. Several attempts were made for resuscitation, however, this was unsuccessful and the patient passed away. An echocardiography was performed, and no perforation was noted. It was suspected the patient's death was related to the poor general health of the patient.

Manufacturer narrative:
The lead was returned for patient death. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.